Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6 )2012, the patient underwent a stenting procedure with placement of a 7-10 x 30 mm acculink stent in the heavily calcified left internal carotid artery. On (B)(6) 2012 the patient experienced a cerebrovascular accident (cva) and was re-admitted to the hospital on (B)(6) 2012. It was reported that the patient had a fall a few days prior to admission. No treatment was provided for the cva and the patient was discharged to a skilled nursing facility on (B)(6) 2012. The patient's condition resolved on (B)(6) 2013. No additional information was provided.